Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11 corrected fields: e3 despite our good faith effort (gfe) attempts to obtain additional information and/or product return, no response has been provided. If additional information is received or the part becomes available the complaint will be updated accordingly. H3 other text : device not returned to manufacturer.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) stated twas not able to reproduce the problem stated. Per customers request he replaced the (0012-00-1747) video receiver to lcd cable. Fse powered on the unit and performed all the functional check and calibrations per manufacture specifications. Unit has passed all test and was then ready for clinical use. It is unknown if there was patient involved but no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) display is not working. There was no harm reported.